Event description:
Revision surgery - patient rec'd implants 6 years ago. Began having pain this past year. The stem fractured about 6cm from the tip. Acetabular liner was replaced as cup was well fixed. Removed femoral implants, stem, neck, head, and acetabular liner are being returned. Surgeon believes distal fixation was attained, but not proximal and stem fractured under fatigue. Encore medical rec'd the above complaint about a reportable event and has determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of encore's acquisition of the oti product lines, oti -now known as pinnacle holding inc. - agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines in 2005. This info has been forwarded to rep at pinnacle holding inc.